Event description:
A customer reported receiving readings that were higher than they felt on their freestyle blood glucose monitoring system, and they began to feel shaky. The customer then reported that after changing the batteries the unit of measurement setting changed from mg/dl to mmol/l. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed.